Event description:
Meter name: one touch ultra. Strip name: one touch ultra test strips. Meter code: 31. Strip code: 31. Strip storage: stored correctly. Symptoms: no symptoms. The pt reported that pt passed out and fractured nose. The pt was seen in the hospital. The meter allegedly was inaccurately erratic. The result from the pt's meter was 131 (units not specified). The result from the pt's prestige meter was 123 (units not specified). There was no result from any other device. The time difference between the one touch ultra meter and the prestige meter is not known. The pt was treated for pt's nose. There was no treatment for pt's diabetes. No further info has been reported.